Event description:
Reportedly, connections were established to the back-office but the subject home monitor did not upload any log files since 12 may 2020. A global problem on the back-office side is not suspected as other devices were correctly uploading files.

Manufacturer narrative:
Further analysis revealed that when booted in march and may 2020, the hotspot repeatedly failed to complete its boot sequence; however, the root cause is unknown. It most probably resulted from unexpected plug/re-plug of the power supply. A transmission was successfully performed on (B)(6) 2020. The transmission performed between 10 and 12 june 2020 most probably failed due to inductive head not correctly placed.

Manufacturer narrative:
Preliminary analysis of the subject device did not reveal any anomaly.

Event description:
Reportedly, connections were established to the back-office but the subject home monitor did not upload any log files since 12 may 2020. A global problem on the back-office side is not suspected as other devices were correctly uploading files.

Event description:
Reportedly, connections were established to the back-office but the subject home monitor did not upload any log files since 12 may 2020. A global problem on the back-office side is not suspected as other devices were correctly uploading files.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, connections were established to the back-office but the subject home monitor did not upload any log files since (B)(6) 2020. A global problem on the back-office side is not suspected as other devices were correctly uploading files.